Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening on the anterior side. A leak test was performed and found opening on the anterior side. A microscopic analysis was performed which identified, a striated edge opening on the anterior side. Based on the device analysis, the final assessment is: a striated edge opening on the anterior side assessed, as surgical damage.

Event description:
Device has been explanted and replaced.